Event description:
EU complaint handling unit reported upon opening of the sterile package, the implant was disassembled. The prefilled chronos was separated. Reassembly of the implant was attempted, but upon inserting the implant in the disc space, the implant could not be positioned properly. The surgeon took out the implant and converted to a cervios cage size 7 but this was too small. A larger size cervios 8 was necessary. The conversion could not be discussed with the patient. After the surgery, the patient had to be notified of the alternative treatment given. The outcome was not satisfactory to the surgeon.

Manufacturer narrative:
Device was used for treatment. This individual adverse event report is being made in accordance with the synthes MDR exemption request dated october 2011. A review of the events associated with the request was performed and it was determined that none of the events constitutes systemic issues related to product quality, changes in product design, method of use, or changes in expected risk thresholds. Review of the data also indicated no significant change in risk/benefit of each product category, no evidence of deficiencies in the design, labeling, or manufacture of the device. As no lot number was provided, no device history record review can be performed. The device is not being returned for evaluation, no further information is available on this event. No further investigation can be performed.